Event description:
This unsolicited serious device case was received from united states on (B)(6) 2013 from a pt. This case concerns a pt (demographics not specified) who had ruptured baker's cyst after receiving treatment with synvisc one. No medical history, past drugs, concomitant medication or concurrent condition was reported. On (B)(6) 2013, the pt received one synvisc one injection into an unspecified location (route of administration, dose, batch/lot and expiration date unk). On unspecified dates in 2013, treatment synvisc one injection resulted in a rupturing of baker's cyst which was accompanied by the symptoms of pain and swelling in calf. On an unk date in 2013, the pt underwent doppler ultrasound to check for vein clots, which was negative. Corrective treatment: not reported. Outcome: not recovered/not resolved. A pharmaceutical technical complaint (ptc) was initiated and the conclusion was pending for the same. Pharmacovigilance comment: (B)(6) comment dated (B)(6) 2013: this case concerns a pt who had synvisc one which resulted in baker's cyst rupture. Although, the role of device cannot be ruled out due to anatomical proximity, however, role of procedure of injection itself cannot be ruled out.